Event description:
In 2009, patient reported she noticed air bubbles forming during the insulin cartridge filling process and after the insulin cartridge had been in use 24 hours or more. She reported a recent incident where her blood glucose was 261 mg/dl and she noticed a large air bubble had formed in the cartridge. Verified that she was using the proper techniques to fill her insulin cartridge. Patient stated she did not save the insulin cartridges that had caused the air bubbles. She reports the current insulin cartridge in use had experienced the air bubble issue as well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.